Event description:
The device was received by the manufacturer for repair with a fault description of "problem with circuits." Upon receipt, the device delivered below the specification of +/- 5% of set volume to be delivered.

Manufacturer narrative:
Upon receipt, the device was found to deliver outside of specification (low) at some settings. The device exhibited evidence of having been incorrectly disassembled, and re-assembled, after initial shipment from the factory. A retaining clip on the pump mechanism was missing and attributed as the cause.